Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter other occupation: sr quality compliance specialist (complaints) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ disposable syringe contained foreign matter. No serious injury or medical intervention was reported.

Event description:
It was reported that bd luer-lok¿ disposable syringe contained foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: two photos and a regeneron qc report were received and evaluated. No physical sample was received for evaluation. A 1ml ll syringe can be seen in the photos with a plunger at 0.35ml and 0.10ml. Clear liquid is inside the syringe along with a fibrous looking yellowish foreign matter. The foreign matter could not be identified from the photos. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Additionally, this is the 1st related complaint for foreign matter on the provided lot number. The manufacturing line was closely evaluated for any potential sources of the foreign matter described in this complaint, yet no potential sources were found. Release date: 5/03/2017. Batch quantity was 302,400. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7114741 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The aql for foreign matter in the fluid path is 0.25%. The defective rate identified is 1 out of 302,400, which is 0.0003%. No corrective actions are necessary based on the defective rate identified. From the regeneron report: " qc measured the material in the syringe to be 7 mm in length and 5 mm in width before removing the material from the syringe. After the material was removed from the syringe, the material measured 7 mm in length and 4 mm in width. The material was analyzed using fourier transform infrared spectrometry (ft-ir). Based on the results and the similarly search with the opus library, the foreign matter in the syringe is most likely a cellulous based fibrous material. Dose preparation of eylea° includes withdrawing the solution through the filter needle into the syringe using supplied becton-dickinson (bd) components. The syringe supplied with eylea°, catalog number 30962, has a syringe tip with an inner diameter opening of 1.775 mm. The 19g thin wall filter needle supplied with eylea°, has a maximum internal diameter of 0.84 mm and a filter incorporated into the needle to filter particulates larger than 5 pm. Based the size of the material removed from the syringe, 7 mm in length and 4 mm in width, the filter needles used in dose preparation and based on the fact that the complainant reported there was no foreign matter observed in the vial prior to dose preparation it is not likely the foreign matter entered the syringe via the syringe tip. " root cause for the yellow fibrous material could potentially be the assembly process. However, no sources of ¿cellulous based fibrous material¿ were identified in the manufacturing area of this product. Two components were involved in the complaint ¿ the second being the filter needle. As such, the filter needle is a second potential source of the foreign matter. No corrective actions are necessary based on the defective rate identified. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: no.

Event description:
It was reported that bd luer-lok disposable syringe contained foreign matter. No serious injury or medical intervention was reported.